Event description:
During a remote follow-up, it was reported that a diagnostic anomaly was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of the direct trend data not available was confirmed. Based on the review of the information provided, the direct trend data will not collect if the lead impedance measurement is not taken during implant. The device is performing per design.